Manufacturer narrative:
It was determined after engineering review of the returned device that the device fracture was consistent with torsional high stress, which is consistent with extremely hard bone. The device was within its specifications according to manufacturing records.

Event description:
During a cannulated screw placement procedure, the cannulated drill bit fractured. It was not noted that the drill bit fractured until after the procedure was completed and the patient's surgical site was closed. X-ray images show the fragments are located within the screw hole. The physician elected to leave fragments within the patients bone.